Event description:
On (B)(6) 1994, installation of cook birds-nest ivc filter. On (B)(6) 2008, CT scan reveals strut from filter has broken off and is punctured the wall of the vena cava and pressing against aorta. Multiple physicians recommend to do nothing until it migrates. Six month CT scans to monitor movement is recommended. (B)(6) 2010, CT scan reveals strut has migrated into aorta other schards are precariously close to spinal column, and one piece is unaccounted for. Retrieval of broken strut removed from aorta. Others are not removed and I'm told to monitor their movement. Dates of use: (B)(6) 1994-(B)(6) 2010. Diagnosis or reason for use: deep vein thrombosis/pulmonary emboli. Event abated after use: no.